Event description:
It was reported that during a dilatation treatment procedure balloon deflation issue occurred. The stenosis was situated in the femoral artery. The lesion was not tortuous and moderately calcified. A sterling balloon 5.0x100mm was used. It was inflated at 8atm for 2 minutes. The balloon failed to deflate after this first inflation. The inflation device was detached, but the balloon remained inflated. The balloon was removed partially inflated. Another same device was used to complete the procedure. No patient complication has been reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a dilatation treatment procedure balloon deflation issue occurred. The stenosis was situated in the femoral artery. The lesion was not tortuous and moderately calcified. A sterling balloon 5.0x100mm was used. It was inflated at 8atm for 2 minutes. The balloon failed to deflate after this first inflation. The inflation device was detached, but the balloon remained inflated. The balloon was removed partially inflated. Another same device was used to complete the procedure. No patient complication has been reported.

Manufacturer narrative:
Examination of the returned complaint device revealed that there was a complete circumferential tear of the balloon 30mm from the proximal balloon bond. The outer shaft was necked down onto the inner in multiple locations on the proximal end of the device. The outer shaft was separated and kinked 8cm from the edge of the strain relief. The inner shaft was separated and withdrawn into the outer shaft 3cm from the outer shaft separation. The outer shaft fracture faces were jagged and stretched. Magnified inspection of the outer shaft fracture surface presented no evidence of any material or manufacturing deficiencies contributing to the separation. Functional testing for inflation and deflation performance could not be performed due to the returned condition of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).